Manufacturer narrative:
Sheath introducer (6fr 26cm, parent, medikit). Telephone number is : (B)(6). Please note that the device reported is not sold in the us, however, it is similar to other cordis pta catheters with the lit designation. The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During inflation of a saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured around 6 atmospheres during the initial inflation. Leakage was confirmed by contrast media. There was no patient injury and the device was discarded in the hospital. The lesion was the superficial femoral artery which had severe calcification. An ipsilateral approach was made with a sheath introducer (6fr 26cm, parent, medikit).

Manufacturer narrative:
During inflation of a saber percutaneous transluminal angioplasty (pta) balloon catheter, it ruptured around six atmospheres during the initial inflation. Leakage was confirmed by contrast media. The lesion was the superficial femoral artery which had severe calcification. An ipsilateral approach was made with a sheath introducer. There was no patient injury. The product was not returned for analysis. A product history record (phr) review of lot 17537295 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification may have contributed to the reported event, as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.